Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. A replacement pump was sent to customer to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.